Event description:
It was reported that medfusion 4000 pump, battery communication error/ won't turn on/top case cracked. No patient involvement reported.

Event description:
Additional information received, incident did not occur while in use with a patient. No adverse event.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal, bottom case seal was intact and plunger case seal was removed. Top case cracked /chipped by the front left and right bottom corners, cracked/chipped right and left plunger cases and cracked battery door. Visible contamination by the l bracket pole clamp and by the ethernet port. Upon inspection, depleted battery found in ehl several times. This was due to battery not functioning as intended as a result of normal wear. Root cause is from normal wear - the battery was 11 years old. Replaced battery. Replaced top case . Performed power up and self test.